Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drive, carriage block, flange gripper retainer, wiper seal and rear case. Unit affected by the syr/pca plastics recall 2020-doc. Calibrated. Based on the findings, service determined that the probable root cause of the reported issue was due to the customer damage of the carriage assy-tube drive bent. A review of the device history record showed the device had a manufacture date of 27dec2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.